Event description:
The patient experienced a lack of adequate spasticity control. In the operating room, the physician found a small pinhole in the catheter just distal to the connector; this was identified as the source of the leak. The catheter was replaced. The event was reported as "ongoing" as the patient had not yet been seen for their post-operative visit. The device system was used to deliver baclofen.

Manufacturer narrative:
Catheter.